Manufacturer narrative:
This is an initial final report. This complaint was received via user report and has been reported to FDA. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report which reported the following information: the customer observed that upon applying the adc device, they noticed that the kit did not contain an alcohol pad to clean their skin before applying the sensor. The customer called adc customer service regarding this issue and the representative advised them to wash the area with unscented soap." Based on the information provided, there was no report of serious injury associated with this event.